Event description:
On (B)(6), pat1 presented for day 5 of da-epoch-r, epoch cadd pump beeping infusion completed. Time was correct for infusion to complete but when going to disconnect the pump this rn noted there was significant drug left in the infusion bag. Pump settings were verified at 23.5ml/hour for 540 mls. Per discussion with charge rn, pharmacist and nurse manager decision made to infuse remaining drug at 23.5ml/hour. Remaining drug was 35-40mls and this was infused over a little under 2 hours. Caused delays in patient care and concern that cadd pump/ cassette was infusing medication too slowly. Also on [redacted date], pat2 presented for day 7 of blinatumomab infusion (210 mcg in nacl, 168 hr infusion). Infusion was given via cadd pump serial# [redacted number], with cadd bag spike administration set ref# 21-7383. Pump was programmed at 0.6 ml/hr with a volume of 101 ml. Infusion duration should have been 168.33 hours. Infusion was started on 1[redacted date] at 3:08 pm. Infusion should have finished on [redacted date] at 3:28 pm. When the patient arrived for his appointment, it was noted that the infusion had already completed. Subsequent review of the pump shows that the pump began alarming for low reservoir volume and then was stopped on [redacted date] at 11:34 am, approximately 4.23 hours sooner than expected. No errors or other events were seen in the pump's event log during the infusion. On (B)(6), another patient came in for cadd pump removal of fluorouracil, started on [redacted date] at 1500. Patient arrived in clinic at 1348, however did not get to short stay for appt until 1410. Upon assessment of pump, it was noted the pump was running with 88.1ml of fluid remaining, however, the cartridge was visibly empty of fluid. The line looked like it was dry toward the cartridge/pump end. The pump was shut down immediately and disconnected from the patient, line was inspected, and port was not flushed, but first checked by withdrawing fluid which revealed blood return. The line was then flushed. When asking the patient if the pump alarmed, they stated it did and the alarm was acknowledged via button on pump. The pump had gone off approximately 1/2 hr before this discovery was made. Patient had no symptoms, felt fine. On (B)(6), another patient came in for cadd pump removal of fluorouracil, started on [redacted date] at 1720. Came into the clinic at 1452, did not see short stay appt until 1520. Upon inspection, the pump ([redacted number]) was stopped, however reset showing there was volume to be infused of 92 ml; visual inspection of the cartridge revealed it was empty. The line was also empty at end nearest to cartridge/pump. Patient was disconnected and withdrawal of fluid revealed blood return, port was then flushed. Patient was de-accessed without incidence. Patient had no symptoms and felt fine. On (B)(6) nursing was verifying the rate of drug delivery coming from cadd cassette. Cassette was delivering medication too quickly. Pharmacy notified. Cassette discarded and made and tested. Also, on [redacted date], a second cassette was found to be running too quickly.